Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedance measurements of more than 500 ohms to 1270 ohms and high threshold measurements. As a result, a revision procedure was scheduled. The lead was subsequently surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.